Event description:
A customer contacted global technical service (gts) to report the homechoice would go straight to fill 1 without draining. The registered nurse (rn) wanted to check the initial drain alarm (ida). The technical service representative (tsr) assisted the rn to make adjustments. The initial drain alarm (ida) was set to off. The rn changed the ida setting and the tsr assisted to manual drain. The home patient (hp) resumed therapy. The homechoice unit was operational and a swap of the device was not necessary. There was patient involvement. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information or the device become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The customer reported that the device was "going straight to fill 1 without draining." The cause of the problem was the initial drain alarm was off, which is a use error. The tsr assisted the patient with changing the setting for the initial drain alarm and continuing to manual drain. Per the baxter homechoice operator's manual, users are advised to change the setting for the initial drain alarm to on if needed.